Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, one of the load deployed the staples but did not engage the cutting action, the other only partially deployed the staples, and did not engage the cutting action. A new reload was used to complete the case. There was no patient harm.